Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A field service engineer verified that there were no errors present. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager was failed. The customer reported that they were able to retrieve the medication from a different station. There were no adverse events or injuries reported based on this event.